Event description:
During double filtration plasmapheresis (dfpp), the pt was fully conscious and could breathe by himself (o2 sat of pt =100%, bp= 128/80 mmhg, pulse= 74-80 /min). No chest pain, but his face looked worried in the procedure. Dfpp was performed for 2 hrs, his total processed blood volume was 2.8l. After finished dfpp, he came back to his home by himself. But he said that he felt a little bit dizzy. At 24 hrs after dfpp, he felt chest pain and then he went to (B)(6) hosp by ambulance. He was admitted at ccu then he had cardiogenic shock. He got surgery by cardiac catheterization and inserted a new stent. One of his old stents had been blocked and the other old stent was narrowed 90%.

Manufacturer narrative:
The used product was not available because the product was disposed in the healthcare facility. So we reviewed mfg records, quality records of lot#yyybyj. As a result, no abnormality was found in records and no similar case was reported for this lot. Chest pain is listed in IFU as the event to monitor during the treatment, although it appeared after pt went home in this case. It is difficult to identify the cause of cardiogenic shock and it might occur in part or in total related to the pt's physiology. This incident occurred in (B)(6) and is reported to FDA according to the requirement.